Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrium was dilated. During an initial right ventricular lead implant, the lead became dislodged. Lead repositioning was attempted, however, the torque applied caused the entire lead body to rotate. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.